Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had blank display. The blood glucose level of the customer was 264 mg/dl at the time of the incident. The customer stated that the insulin pump was vibrating without an alarm or alert. The insulin pump also received unexpected restart alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act and escape) button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, operating currents and unexpected restart error test. Pump received with moisture damage on the electronic assembly. No moisture damage on the motor and battery tube assembly during visual inspection. No blank display, flashing, beeping and vibrating without alarm or alert noted.